Manufacturer narrative:
H6: investigation summary no product or photo ( mat # mpx9105-c) was returned by the customer for investigation. It was reported by the customer that lower lock is coming off and the patients is not getting their medication could not be verified due to the product not being returned for failure investigation. A device history record review for model mpx9105-c and lot number 22119057 was performed. The search showed that list contains no data. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received a root cause could not be determined.

Event description:
It was reported that the bd maxplus extension set with needleless connector and y-site experienced component separation. The following information was provided by the initial reporter: omitted state that by the port the lower lock is coming off and the patient is not get their medication.

Event description:
It was reported that the bd maxplus extension set with needleless connector and y-site experienced component separation. The following information was provided by the initial reporter: omitted state that by the port the lower lock is coming off and the patient is not get their medication.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: the customer reported lot #22119057, but this was not found to be associated with the reported material number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.